Manufacturer narrative:
The device was returned, and an initial evaluation was conducted by olympus; however, investigation is ongoing. During the initial evaluation, the user¿s report was not confirmed. However, during testing no image was visible at all due to a break found in the cable unit. If additional information becomes available following the device evaluation, a supplemental report will be filed.

Event description:
The customer originally returned his olympus 4k autoclavable camera head due to a noisy image noted during a procedure. Additional details relating to the patient and the event have been requested, but no response has been received at this time. There was no patient harm or consequence reported as a result of this event. During the device evaluation, it was discovered that no image at all was present. This report is being submitted to capture the lack of image found during the device evaluation.

Manufacturer narrative:
This report is being submitted to capture additional information received from the initial reporter. That information is located in b5. Should further information be provided, another supplemental report will be submitted.

Event description:
Additional information was provided from the initial reporter noting that this event occurred during a diagnostic procedure. Reportedly, the procedure was completed using a similar device with no injury to the patient.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been almost 1 year since the subject device was manufactured. The specific root cause of the damaged cable unit could not be determined at this time. Olympus will continue to monitor field performance for this device.